Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was previously used. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert without low battery warning. Troubleshooting was performed. The customer was advised to the insulin pump would need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.